Event description:
It was reported that the patient was experiencing inadequate stimulation. There was no device malfunction suspected. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was kept by the medical facility.